Event description:
It was reported that the patient's device yielding high impedance values exceeding 40,000 ohms during an impedance test. When testing at 3 volts, electrode combinations 6/8, 1/1, 0/5, 0/6, and 0/7 showed values greater than 40,000 ohms. Another test was performed, and the electrode combination 6/8 showed normal impedance values. Additional information received reported that the patient's #1 lead had 4 electrodes reading an excess of 40,000 ohms and her #2 lead had one electrode reading greater than 40,000 ohms. Both leads were replaced, and the patient recovered without sequelae or injury. Additional information received reported that the patient was receiving great therapy and was happy.

Event description:
Additional review indicates the information in MFR report # 3004209178-2012-04626 pertains to this manufacturer's report. Any addit ional info will be reported in this report.

Manufacturer narrative:
Product ID: 3778-60, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID: 3778-60, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID: 37752, lot#: serial#: (B)(4), implanted: explanted: product type: recharger, product ID: 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4). Analysis of the first lead (model#: 3778-60, serial#: (B)(4)) found no anomaly. It was noted that anchor markings were indicated on the lead 19 centimeters from the distal end. No shorts between circuits were detected. Analysis of the second lead (model#: 3778-60, serial#: (B)(4)) found all of the conductors to be broken near the anchor site, located 20.5 centimeters from the distal end. It was noted that anchor markings were indicated on the lead 19.5 centimeters from the distal end. No shorts between circuits were detected.